Event description:
Customer reportedly obtained results of hi and 195 mg/dl on the advantage system within 10 minutes. Customer took 7.5 mg glyburide based on results and no adverse event was reported. Requested return of suspect system and replacement was sent. Info suggest comparison performed in the home.